Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, damaged belt cable, gong alarms) has been confirmed. Upon investigation connector j702 on the distribution node pca was physically damaged, causing the service code and the gong alarms. Additionally, the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the damaged connector was excessive force. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms, and that their was causing a service code 204 (belt/monitor unusable) and had a damaged belt cable.